Event description:
It was reported during a procedure, the first and second clip fired. However, the third and fourth spun sideways then the pusher rod/shaft broke off and lodged in the trocar. The physician was able to retrieve the part. No adverse outcome to patient reported.

Manufacturer narrative:
Manufacturer will monitor this issue through trending. The device has not been returned for evaluation. No results are available.